Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. When the proximal of the trunk ipsilateral leg was deployed, it moved proximally. The constraining system was used to adjust the position. Upon an ipsilateral leg of a trunk ipsilateral leg was deployed with pushing up, the trunk ipsilateral leg moved proximally (distance unknown). After all devices were implanted, an angiography revealed that the left renal artery was covered by the trunk ipsilateral leg. A stent was attempted to implant in the left renal artery via the femoral approach, but it was difficult to cannulation. Upon changed to the arm approach, the stent was implanted the left renal artery successfully. The physician stated that the balloon should have been used to fix the proximal of the trunk when the ipsilateral leg was deployed with pushing up.